Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 5f exoseal vascular closure device (vcd) would not depress at all to deploy the sealant, despite the indicator window aligning to black-black and excess force being applied. Hemostasis was achieved by manual compression. There was no reported patient injury. The exoseal vcd was used during an interventional procedure with an antegrade approach. It is unknown whether the patient¿s body mass index was greater than 40. The physician was certified in the use of the 5f exoseal vcd. There were no visible signs of device or packaging damage prior to use. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was confirmed via angiography, with the vascular sheath introducer inserted at a 30¿45 degree angle. The vessel diameter was confirmed to be =5 mm, with no visible calcium or plaque, no vessel tortuosity, and no nearby stent or stenosis greater than 50%. It is unknown if the site was previously closed within 30 days of the procedure. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The 5f exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. No red color was observed in the indicator window during retraction. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the button of a 5f exoseal vascular closure device (vcd) would not depress at all to deploy the sealant, despite the indicator window aligning to black-black and excess force being applied. Hemostasis was achieved by manual compression. There was no reported patient injury. The exoseal vcd was used during an interventional procedure with an antegrade approach. It is unknown whether the patient¿s body mass index was greater than 40. The physician was certified in the use of the 5f exoseal vcd. There were no visible signs of device or packaging damage prior to use. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was confirmed via angiography, with the vascular sheath introducer inserted at a 30¿45 degree angle. The vessel diameter was confirmed to be =5 mm, with no visible calcium or plaque, no vessel tortuosity, and no nearby stent or stenosis greater than 50%. It is unknown if the site was previously closed within 30 days of the procedure. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The 5f exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. No red color was observed in the indicator window during retraction. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 5f (catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device since the device was received fully deployed. The cause of the reported issue could not be determined, especially since the condition of the device received did not match the event reported, as it was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was also reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.